Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider indicated that the patient experienced swelling, redness, tighter muscles, and was febrile 2 months after implant. The patient had spastic quadriplegia cerebral palsy, had compromised function, and was not as mobile. The patient¿s white cell count was high and a culture was taken with the result being ¿(B)(6).¿ the patient was thought to have been given medications for vomiting, but it was not found in the chart. The patient was on increased baclofen, diazepam, ¿benzos¿ for withdrawal, tylenol for fever/tachycardia, and antibiotics. The entire system was explanted on (B)(6) 2015 after titrating the dose down. The patient was discharged on (B)(6) 2015. The next appointment was scheduled for (B)(6) 2016 and the infection was reportedly resolved.

Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿no anomaly¿.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding the delivery of gablofen baclofen (1000mcg/ml, 75mcg/day) in an implantable infusion pump for intractable spasticity and cerebral palsy. A pump infection at the pump pocket occurred. The patient experienced redness, swelling, drainage, and vomiting. The redness occurred gradually over a couple of days; everything else was considered sudden (over last 24 hours). The infection was confirmed. The wound culture had moderate polymorphonuclear leukocytes neutrophils (pmn); no organisms. The wound clinically appeared to be infected. Intravenous antibiotics were given and the patient was hospitalized. The dosing was decreased in preparation of pump removal (partial system explant) and treatment was ongoing. The hcp wanted to know how to shut the pump "down/off." There was no allegation of device sterility. Additional information was received from a healthcare provider (hcp) regarding if the cause of the infection was determined, if the pump was explanted, and if the infect resolved.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from a hcp that indicated the dose of gablofen at the time of the event was 156.7mcg/day. Following device explant, the patient recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.